Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, and missing end cap sticker.

Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was 336 mg/dl. The customer informed us that during the "fill tubing" action insulin pump spattered insulin and numbers didn't appear on the screen. The customer stated that after keeping pushing the act button he got an a33 alarm. The customer was advised to stope using the insulin pump and to start with mdi. The customer got a replacement insulin pump.